Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination. During preparation, dark image and it was noted that air contamination occurred during preparatory flushed. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination. During preparation, dark image and it was noted that air contamination occurred during preparatory flushed. The procedure was completed with another of the same device. There was no patient complications reported.